Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, this left ventricular lead was not capturing due to tip dislodgment, as confirmed via x-ray imaging. The physician elected to intervene and replace the lead. No resulting adverse patient effects and the chronic lead was reported to have been surgically abandoned. It was additionally reported the root cause was likely patient overstraining.